Event description:
It was reported that the patient went to the emergency room after receiving inappropriate therapy due to t-wave oversensing. The patient was admitted and it was noted that the patient's potassium was high/normal. Sensitivity adjustments were made and the lead remains in use. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.